Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a button alarm; customer did not allege any issue with wake button function and declined troubleshooting for this issue. Customer¿s blood glucose was 238 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.